Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm noted. The insulin pump was unable to verify failed battery test, battery out limit or weak battery alarm due to button/keypad anomaly. The insulin pump received with cracked case at display window corners, reservoir tube lip and minor scratched display window.

Event description:
It was reported that the customer's insulin pump had buttons that were frozen and that the customer was unable to clear the button error alarm. The customer's blood glucose was 8 mmol/l. The customer replaced the battery and received the battery out limit alarm afterwards. The customer stated that the alarm was out of the insulin pump for more than ten minutes. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.